Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery via right common femoral artery approach, the stent was allegedly twisted and deformed after ejection. It was further reported that the delivery system was allegedly failed to be withdrawn after the release. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the right superficial femoral artery via right common femoral artery approach, the stent was allegedly twisted and deformed after ejection. It was further reported that the delivery system was allegedly failed to be withdrawn after the release. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray image demonstrates the placed stent inside the sfa, and an hourglass like deformation is visible in one section which confirms stent twisting. Resolution is poor so that a closer description is not possible. A length measurement of the placed stent was not possible. Images/ movies demonstrating deployment difficulty and removal difficulty were not provided so that these issues are inconclusive. The vessel was not tortuous/ calcified, the lesion was pre dilated, and system compatible 6f introducer with 0.035" guidewire were used for access. During deployment, torque was felt, and the system was gently held at the stability sheath and kept stationary. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instructions for use state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' H10: g3, h6 (device). H11: h6 (patient, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.